Manufacturer narrative:
Mml # c-02320.

Event description:
It was reported that the patient developed a seroma and possible infection at the implantable pulse generator (ipg) pocket site. Reportedly, the ipg pocket was dehiscent. A culture was taken but came back negative for bacteria/infection. No product deficiency was reported. The patient was treated with oral antibiotics. The physician cleaned the surgical sites, washed out the ipg pocket set, and implanted the ipg more deeply to prevent a seroma. There was no report of patient harm or injury. The device remains implanted and functional. The device history records and sterilization process were reviewed. No relevant nonconformances were found.